Event description:
It was reported that the patient had a return of symptoms following a refill session. Baclofen (primary drug) concentration was changed from 1000 mcg/ml to 2000 mcg/ml and morphine (1 mg/dl) was removed from the pump. A bridge bolus was programmed with a 428 mcg bolus over approximately 35 hours. The patient was admitted to the intensive care unit two days later for increased spasticity. It was reported that the patient "coded". There were no alarms or error messages observed. The daily dose of baclofen was not reported. Device troubleshooting was being considered. Additional information has been requested from the hcp, but was not available as of the date of this report.